Event description:
It was reported that the patient underwent a cervical fusion procedure using rhbmp-2/acs was used. The patient developed extra bone growth causing clinical symptoms a few years after the surgery and had to have a revision surgery to decompress the bony growth. After the revision, the patient's symptoms resolved.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.